Event description:
The article, "transcatheter versus sutureless aortic valve replacement: a propensity-matched single-center cohort study", was reviewed. This research study is a retrospective single-center experience to evaluate outcomes of suture-less aortic valve replacement (avr) and transcatheter aortic valve replacement (tavi) in a cohort with balanced baseline clinical characteristics. The devices included in the study were perceval valve, evolut r/pro, acurate/acurate neo, allegra, portico/navitor, hydra, sapien 3, and myval. The article concluded that perceval sutureless avr is associated with substantially lower residual regurgitation than tavi and suggest that this advantage may translate into improved midterm overall survival in select patients. [The primary and corresponding author was nikoleta stanitsa, cardiac surgery department, evangelismos general hospital, 106 76 athens, greece, with corresponding e-mail: nikol.stanitsa@gmail.com.] This study included patients undergoing isolated avr from 01 april 2013 to 31 december 2024. A total of 394 patients were included in the study, of which an unknown amount received an abbott device. The average age was 79.7 years. The majority gender was female. Comorbidities included chronic pulmonary disease, coronary artery disease, atrial fibrillation, diabetes mellitus, hypertension, and dyslipidemia.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including chronic pulmonary disease, coronary artery disease, atrial fibrillation, diabetes mellitus, hypertension, and dyslipidemia. Complications reported included perivalvular leak, intravalvular regurgitation, stroke, pericardial effusion, renal failure, aortic valve regurgitation, surgical intervention (permanent pacemaker), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transcatheter versus sutureless aortic valve replacement: a propensity-matched single-center cohort study. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter versus sutureless aortic valve replacement: a propensity-matched single-center cohort study", was reviewed. This research study is a retrospective single-center experience to evaluate outcomes of suture-less aortic valve replacement (avr) and transcatheter aortic valve replacement (tavi) in a cohort with balanced baseline clinical characteristics. The devices included in the study were perceval valve, evolut r/pro, acurate/acurate neo, allegra, portico/navitor, hydra, sapien 3, and myval. The article concluded that perceval sutureless avr is associated with substantially lower residual regurgitation than tavi and suggest that this advantage may translate into improved midterm overall survival in select patients. [The primary and corresponding author was nikoleta stanitsa, cardiac surgery department, evangelismos general hospital, 106 76 athens, greece, with corresponding e-mail: nikol.stanitsa@gmail.com.] This study included patients undergoing isolated avr from 01 april 2013 to 31 december 2024. A total of 394 patients were included in the study, of which an unknown amount received an abbott device. The average age was 79.7 years. The majority gender was female. Comorbidities included chronic pulmonary disease, coronary artery disease, atrial fibrillation, diabetes mellitus, hypertension, and dyslipidemia.